Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. Upon investigation the monitor was unable to properly communicate with the electrode belt. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. The monitor was properly communicating with the belt during the event. There is no indication that this malfunction caused or contributed to the patient death. Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction that caused or contributed to the patient death.

Event description:
A us distributor contacted zoll to report that the patient passed away on 05/26/2016. It was reported the patient was in the hospital and found unresponsive in the bathroom by hospital staff and subsequently passed away. The patient received four inappropriate treatments and one non-lifevest defibrillation. The first treatment occurred on (B)(6) 2016 at 19:33:24. The pre-shock rhythm was CPR artifact with underlying cardiac rhythm. The post shock rhythm was CPR artifact. The second treatment occurred at 19:33:59. The pre-shock rhythm was CPR artifact. The post-shock rhythm was an idioventricular rhythm at 80 bpm. The third treatment occurred at 19:37:33. The pre-shock rhythm was CPR artifact and the post-shock rhythm was an idioventricular rhythm at 85 bpm. The fourth treatment occurred at 19:43:08. The pre-shock rhythm was tachycardia at 200 bpm. The post-shock rhythm was tachycardia at 120 bpm. The patient received a non-lifevest defibrillation. The rhythm at the time of the external defibrillation was asystole with the post- shock rhythm noted as CPR artifact. CPR artifact and tachycardia contributed to the false detections. The device was shutdown on (B)(6) 2016 at 20:04:21 and the patient was in a paced rhythm 40 bpm at the time of device shutdown.

Manufacturer narrative:
Device evaluation: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing due to a lack of driven ground signal. Upon evaluation, the r781 resistor was open on the computer / analog (ca) board. The cause of the test failure is the lack of driven ground signal. The cause of the lack of driven ground signal is the open resistor. It was reported that the patient was externally defibrillated. An open r781 resistor is consistent with damaged caused by an external defibrillation delivered by a device other than the lifevest. There is no indication that the open resistor caused or contributed to the patient death. The lifevest was capable of delivering full energy pulses while in use during the event. Device evaluation of monitor sn (B)(4) is currently underway. Upon investigation the monitor was unable to properly communicate with the electrode belt. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. The monitor was properly communicating with the belt during the event. There is no indication that this malfunction caused or contributed to the patient death. Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction that caused or contributed to the patient death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016. It was reported the patient was in the hospital and found unresponsive in the bathroom by hospital staff and subsequently passed away. The patient received four inappropriate treatments and one non-lifevest defibrillation. The first treatment occurred on (B)(6) 2016 at 19:33:24. The pre-shock rhythm was CPR artifact with underlying cardiac rhythm. The post shock rhythm was CPR artifact. The second treatment occurred at 19:33:59. The pre-shock rhythm was CPR artifact. The post-shock rhythm was an idioventricular rhythm at 80 bpm. The third treatment occurred at 19:37:33. The pre-shock rhythm was CPR artifact and the post-shock rhythm was an idioventricular rhythm at 85 bpm. The fourth treatment occurred at 19:43:08. The pre-shock rhythm was tachycardia at 200 bpm. The post-shock rhythm was tachycardia at 120 bpm. The patient received a non-lifevest defibrillation. The rhythm at the time of the external defibrillation was asystole with the post- shock rhythm noted as CPR artifact. CPR artifact and tachycardia contributed to the false detections. The device was shutdown on (B)(6) 2016 at 20:04:21 and the patient was in a paced rhythm 40 bpm at the time of device shutdown.